Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic for a scheduled follow up. Upon interrogation of the pulse generator, it was discovered that the device exhibited stored episodes of auto mode switch that was caused by an atrial lead noise anomaly. The noise was reproducible in clinic with isometric testing. The patient reported no symptoms associated with the anomaly and the clinic elected to continue to monitor the patient normally. No programming changes were made.